Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient confirmed that the cannula was inserted into the skin and the pink slide moved forward; however, the cannula was not visible when the pod was removed. The patient's blood glucose reached 19 mmol/l (342 mg/dl) while wearing the pod between 37 and 48 hours. The pod was removed.